Manufacturer narrative:
According to the customer on (B)(6) 2025 "my mother accidentally walked into her electric bed, which caused a deep cut, the bleeding would not stop". Per the customer "I immediately called for emergency assistance, when paramedics arrived, they determined that the wound was severe and advised that she be taken to the hospital". Per the customer "she remained (at the hospital) for three nights and was treated with a wound vac, x-ray was performed, which confirmed there was no fracture". Per the customer the incident "caused her significant pain, hospitalization, and the need for ongoing care". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2025 "my mother accidentally walked into her electric bed, which caused a deep cut, the bleeding would not stop".